Manufacturer narrative:
Outcome of investigation pending. A final report will be submitted upon completion.

Event description:
An x-ray tech and rn were repositioning a patient using the positioning sling. When they began to move the patient forward the top strap's first 2 loops broke. The patient's head jolted back. The sling removed from use.